Event description:
According to the reporter, while in a procedure, an error occurred due to cooling failure. The pump was started but the temperature did not drop below 25 degrees. The generator was restarted and the needle was replaced but the incident was duplicated. The reported device was used to finish the procedure. No patient harm was reported.